Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had a second revision since the cocr modular neck failed. The patient presented pain, elevated cobalt ion levels, adverse tissue reaction and corrosion.